Manufacturer narrative:
At this time no conclusions can be made. A review of the manufacturing records was performed and found that the lot was manufactured to specification. The attorney alleges dysuria and will require subsequent medical intervention however, no medical records have been provided. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol 3dmax (device #1). An additional emdr was submitted to represent the bard/davol ventralex st (device #2). Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2017: the patient underwent repair of a recurrent right inguinal hernia and an umbilical hernia. The patient was implanted with a bard/davol 3dmax mesh (device #1), and a bard/davol ventralex st (device #2). After the patient's hernia mesh surgery, the patient began experiencing constant pain in his right inguinal area and cannot do many physical activities such as bending, stooping, and lifting without increasing the pain. It is alleged that even sitting causes the patient pain in the inguinal area. As alleged, the patient has trouble sleeping sometimes because of the pain. It is alleged that in addition, the patient started having difficulty urinating soon after his hernia mesh surgery. The patient's hernia mesh complications cause the patient pain and suffering and physical impairment. It is alleged that the bard/davol polypropylene surgical mesh is defective. The patient suffered, sustained and incurred, and in reasonable medical probability will continue to suffer, sustain and incur the following injuries and damages, among others: physical pain, mental anguish, disfigurement, physical impairment, and medical care and treatment.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2017: the patient underwent repair of a recurrent right inguinal hernia and an umbilical hernia. The patient was implanted with a bard/davol 3dmax mesh(device #1), and a bard/davol ventralex st(device #2). After the patient's hernia mesh surgery, the patient began experiencing constant pain in his right inguinal area and cannot do many physical activities such as bending, stooping, and lifting without increasing the pain. It is alleged that even sitting causes the patient pain in the inguinal area. As alleged, the patient has trouble sleeping sometimes because of the pain. It is alleged that in addition, the patient started having difficulty urinating soon after his hernia mesh surgery. The patient's hernia mesh complications cause the patient pain and suffering and physical impairment. It is alleged that the bard/davol polypropylene surgical mesh is defective. The patient suffered, sustained and incurred, and in reasonable medical probability will continue to suffer, sustain and incur the following injuries and damages, among others: physical pain, mental anguish, disfigurement, physical impairment, and medical care and treatment. Addendum per additional information provided: on (B)(6) 2017 - patient was diagnosed with recurrent right inguinal hernia and umbilical hernia thereby underwent laparoscopic repair with the implant of 3dmax mesh (device 1) and ventralex st (device 2). Per op notes, "the right inguinal hernia was dissected, a 3dmax mesh (device 1) was secured to the pubic tubercle. Then placed a ventralex st (device 2) through the midline incision prior to completely closing the fascial defects." Attorney alleges that the patient had pain.

Manufacturer narrative:
At this time no conclusions can be made. A review of the manufacturing records was performed and found that the lot was manufactured to specification. The attorney alleges dysuria and will require subsequent medical intervention however,no medical records have been provided. Information is limited at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-oct-2016) is considered to be the best estimate. Updated fields: a2, b4, b5, b7, g1, g3, g6, h2, h4, h6, h10. This supplemental emdr represents the bard/davol 3dmax(device 1). An additional supplemental emdr was submitted to represent the bard/davol ventralex st(device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.